Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change, pressing and holding to fill did not prime the tubing and insulin leaked at the connector while using a teflon inset with 23-inch tubing; after changing all supplies and using different boxes, the users observed drops in the tubing and successfully completed the change, with blood glucose reportedly unaffected, consistent with an improper or incorrect procedure involving the connector component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the users and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem related to the connector component and the procedure performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.